Manufacturer narrative:
Further information was requested but not received.

Event description:
During a upgrade procedure, set screw was unable to be removed from the header which resulted in inability to remove the right ventricular lead from the device. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of inability to remove the ventricle setscrew to remove the lead was confirmed. Analysis revealed that calcified blood filled the ventricle setscrew inset. The calcified blood prevented the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. When the calcified blood was removed from the inset, a wrench could be fully inserted into it, engaged the setscrew inset, and untightened the setscrew. The lead could then be removed. It was revealed that the blood came through a hole that was punched through the septum by the torque wrench at time of implant.